Event description:
Boston scientific received information that during a routine device replacement, this left ventricular (lv) lead exhibited no r-wave sensing and increased pacing impedance measurements resulting in 1,600 ohms. It was noted that pacing impedance measurements were 500 ohms approximately two months ago, and 400 ohms approximately one month ago. The physician elected to explant and replace the lv lead. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, dried blood/body fluid was noted in the lumen, electrocautery damage was noted in several locations in the lead insulation. Analysis confirmed fractured coils 40-42 centimeters (cm) from the terminal pin. Analysis noted that the fracture appeared to be in the distal area of the suture sleeve. Detailed analysis noted evidence of suture sleeve tie downs proximal to the outer coil fracture with evidence of fatigue and kinks in the outer insulation.